Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a polypectomy procedure performed on (B)(6) 2025. During the procedure, the clip was difficult to release from catheter. The nurse had to push the wire next to the spring in the handle to deploy the clip. The procedure was completed with the original device. There were no patient complications reported as a result of this event.